Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of error e116 occurred due to defective mother board. Olympus will continue to monitor field performance for this device.

Event description:
The olympus asset visera 4k uhd camera control unit was returned to olympus with a report that error code e116 was displayed. There was no procedural or patient involvement associated with this event.

Manufacturer narrative:
The asset was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the error code e116 mentioned in b5 was due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.